Event description:
Customer was hospitalized due to low blood glucose. Customer took one glucose tablet and did not wait the full 15 minutes before checking her blood glucose again. Customer states that she started to panic when she checked her glucose reading. Customer states that her blood glucose was out of control and she tested positive for ketones. Customer's doctor recommended her to change her infusion set. Her blood glucose reading was 45 mg/dl during hospitalization. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.